Event description:
Related MFR report number: 2017865-2023-73089 it was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and high capture threshold on the right ventricular (rv) lead. Rv lead fracture is suspected. On (B)(6) 2023, x-ray was performed and did not show signs of fracture. On (B)(6) 2023, the patient presents to clinic for rv lead revision and x-ray revealed dislodgement of rv lead and migration of the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace both the rv lead and ICD. The patient condition was stable before, during, and after the procedure.